Event description:
It was reported that a flogard infusion pump did not function. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).evaluation summary: the device was serviced on-site by a field service technician. Visual inspection found the device to be in good physical condition. A review of the alarm log did not identify anything that could have caused or contributed to the reported condition. The device passed a power on functional test. An insert slide clamp alarm occurred during an infusion test. The reported condition of the device not functioning was confirmed as the insert slide clamp alarm. The cause of the insert slide clamp alarm was determined to be an out of calibration safety slide clamp assembly. To correct the condition, the safety slide clamp assembly was recalibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.